Manufacturer narrative:
Reliability analysis inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also performed visual inspection and found insertion needle to be damaged, broken part is missing. Unable to confirm customer received needle in that condition due to customer returned opened/used. Missing 1 insertion needle.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose value was 80 mg/dl. The customer reported multiple high and low predicts. The customer stated that she removed the needle and it retracted into the needle hub. The product was returned for analysis.